Manufacturer narrative:
Date of event: (B)(6) 2020. Date od report: 15apr2020.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. There was no alternating current enabling the battery and the ventilator would not power on. The unit would power when connected to ac power and the unit declared a battery failure. The fse replaced the battery and the issue was resolved. The unit powered on without any issue and was returned to use.